Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands would just fall off incorrectly from the ligator head and the handle was rotated at multiple turns. The scope with the device were removed from the patient, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use (IFU). There were no patient complications reported as a result of this event.